Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one ple45a device was returned in good visual condition and with five ecr45w cartridge loads present. Cartridge (a) was received unfired and in good visual conditions. Cartridge (b, c, d, e) were received fully fired and in good visual conditions. In addition the returned reloads (b, c, d, e) were disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. The device was tested for functionality in the straight position with the returned cartridge reload (a) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a robotic nephroureterectomy procedure, on the 3rd firing on the renal vein, the device only delivered a partial staple line of mangled staples. The other half of the staple line did not deliver into the tissue. The cut line did not look normal and appeared to be torn. Clips and a bipolar device were used to complete the procedure. There was no bleeding noted. There was no patient consequence. The jaws of the device were cleaned between firings. There was no unusual noise or issue noted with closing or opening the device.